Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), "burrowing-like" movement was observed. The implant depth was approximately 5-6 millimeters (mm) and a left bundle branch block (lbbb) was observed. Subsequently, the valve was recaptured; however, the lbbb did not resolve. Upon the second deployment attempt, the implant depth was adjusted to a lower position, and the valve was fully deployed at 3 mm. Following the implant of the valve, the lbbb remained. The physician believed that the lbbb will resolve after some time.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the "burrowing-like" movement refers to the valve became deeper between node 3 and the point of no return. The valve was recaptured and the depth was adjusted. The left bundle branch block (lbbb) did not resolve and no treatment was performed.

Manufacturer narrative:
Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), "burrowing-like" movement was observed. The implant depth was approximately 5-6 millimeters (mm) and a left bundle branch block (lbbb) was observed. Subsequently, the valve was recaptured; however, the lbbb did not resolve. Upon the second deployment attempt, the implant depth was adjusted to a lower position, and the valve was fully deployed at 3 mm. Following the implant of the valve, the lbbb remained. The physician believed that the lbbb will resolve after some time. Additional information was received that the "burrowing-like"movement refers to the valve became deeper between node 3 and the point of no return. The valve was recaptured and the depth was adjusted. The left bundle branch block (lbbb) did not resolve and no treatment was performed. Additional information was received that clarified the valve moved when deploying from node three to the point of no recapture (ponr) while still attached to the delivery catheter system (dcs).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.